Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent cartridge change error messages occurred with multiple cartridges during the loading process. The customer's blood glucose (bg) level was not impacted. Reportedly, customer loaded a cartridge to address the event and resumed insulin delivery.